Event description:
It was reported that both right ventricular (rv) lead and right atrial (ra) lead found to be dislodged. The rv lead was surgically abandoned while the ra lead was explanted. No additional adverse patient effects were reported.